Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would only vibrate during the load sequence and not with any other touch screen interaction. During troubleshooting, tandem technical support confirmed that the pump did not vibrate with any interactions made by the customer. The customer reported being aware of the expected intensity of a pump vibration. The customer's blood glucose level was not impacted. As the pump was still functional, the customer would continue to use the pump for insulin therapy.